Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages and damaged belt) was due to the electrode belt ECG "c&d" cable being broken at the connector area. The root cause for broken cables could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's was damaged and experiencing adjust belt messages.